Manufacturer narrative:
All buttons function properly on the insulin pump, however, moisture damage was found on keypad traces. There was no button error alarm noted during testing. The insulin pump was received with a minor scratched display window, a cracked case at display window corners, a cracked reservoir tube lip, and cracked battery tube threads. There was no moisture damage inside the device noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not performed. The device was returned for analysis.